Manufacturer narrative:
A ge service representative performed an onsite investigation. The connectors and plugs in the image processor and display adapter boards were cleaned. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed poor image quality. No pt injury was reported.